Event description:
It was reported that the pump touchscreen display would "turn blank", requiring the customer to press the wake button again to get the display to come back. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with Tandem Technical Support, therefore no additional information was obtained.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.